Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) concomitant devices: 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 310-00-47 - xs humeral head, 47mm xs offset humeral head: (B)(6). 300-50-15 - 1.5mm short rep plate: (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s), 9 month(s) and 7 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. Patient began having pain without injury. 1 year and 4 months following the onset of symptoms, the patient underwent a standard total with preserve stem revision with the reported removal of the replicator plate, torque screw, humeral head, and glenoid. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The pain reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.